Event description:
The customer reported a physicist discrepancy and poor image quality. No pt injury was reported.

Manufacturer narrative:
The service rep adjusted the left monitor to correct image resolution. The unit is working as intended.